Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube window. No cracks on lcd glass noted.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 4.0 mmol/l. The caller stated that she had been on a boat with the insulin pump prior to the alarm, but the insulin pump had not been exposed to water. Advised replacement of the insulin pump. Nothing further reported.